Manufacturer narrative:
The insulin pump was received with a blank display due to a faulty connector. The functional testing could not be performed due to this anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via telephone call that the insulin pump display was blank. The blood glucose reading was 310 mg/dl and the customer was not able to treat. The display was still blank at the time of the call. He was advised to remove the battery for ten minutes. This did not resolve the issue. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The insulin pump had not been dropped, bumped or exposed to moisture and showed no signs of physical damage. He was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. He was advised that the insulin pump would be replaced and agreed to return the product for analysis.